Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated she had to go to the hospital due to a low bg. No symptoms were provided. She did not provide any information about the exact date, a value for the low bg, any medical intervention, or the outcome of the event. At some unspecified time, the cgm was reading 240 mg/dl and the bg was 376 mg/dl; it could not be confirmed but based on the report of having had a low bg it is likely that these values were checked after some treatment was provided. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.